Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 570:320:658:0000. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 570:320:658:0000 was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected user error.

Manufacturer narrative:
(B)(4). A request has been made for the return of the device. Should the device or additional information become available, a follow-up medwatch will be submitted.